Event description:
It was reported that patient enrolled in a clinical study underwent a right femoral resurfacing procedure on (B)(6) 2007. Subsequently, patient was revised (B)(6) 2007 due to infection and wound breakdown five months post op. It was also reported that patient underwent several radical debridement procedures on unknown dates.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event. Product / lot code / expiration date. PMA/510(k) number. Manufacture date. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "early or late postoperative infection and allergic reaction." Event is being reported to FDA on one medwatch as the limited information available indicates that a surgical complication occurred. Should additional information be received regarding the procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Manufacturer narrative:
Corrected data: event description ¿ patient was not enrolled in a clinical study. A retrospective clinical review identified the patient¿s event.

Event description:
As part of a retrospective clinical study, a patient was identified who underwent a right femoral resurfacing procedure on (B)(6) 2007. Subsequently, patient was revised (B)(6) 2007 due to infection and wound breakdown five months post op. It was also reported that patient underwent several radical debridement procedures on unknown dates.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 2 MDR's filed for the same event (reference 1825034-2014-06028 and 08601).

Event description:
As part of a retrospective clinical study, a patient was identified who underwent a right femoral resurfacing procedure on (B)(6) 2007. Subsequently, patient was revised (B)(6) 2007 due to infection and wound breakdown five months post op. It was also reported that patient underwent several radical debridement procedures on unknown dates. Product identification is now known.